Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due the old implant had a hole at bottom tip of reservoir. Conceal reservoir was removed an replaced. The patient had a good outcome.